Event description:
Boston scientific received additional information from product investigation closure. The right ventricular (rv) lead was found fractured, and a supplemental report is being filed. It was reported that the right ventricular (rv) lead was not successfully implanted. The rv lead experienced placement difficulty. The lead helix exhibited extension and retraction issues. Noise were noted as well. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/body fluid was present around the helix. The stylet returned inserted in the lead, the stylet was removed and had a large "s" shape. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil) had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the right ventricular (rv) lead was not successfully implanted. The rv lead experienced placement difficulty. The lead helix exhibited extension and retraction issues. Noise were noted as well. No adverse patient effects were reported.